Event description:
It was reported that during a shoulder arthroscopy the tip of the probe fractured.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
The tip breaking (ceramic plus electrode) was confirmed on the returned unit. The detached ceramic plus electrode was returned. A scratch mark can be observed on the insulation right below the electrode indicative of scrapping with another object or bone. Since the probe was returned with the lumen tube cut from the base it could not be observed if there was any signs of torque forces applied (bent lumen). It is possible that the unit was used as a tool for the mechanical displacement of tissue or bone, or use the probe as a prying or scrubbing tool, or that excessive force was used when inserting or removing the probe into an obstructed passageway, as this may result in damage to the tip of the probe. As such, the most probable root cause is misuse. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that during a shoulder arthroscopy the tip of the probe fractured.